Event description:
It was reported that this lead exhibited failure to capture after being implanted. The patient experienced asystole and syncope as a result. The device was interrogated and the failure to capture was confirmed. The physician decided to re-open the device pocket to disconnect the lead from the device and perform testing, however, failure to capture was still observed. The physician then removed the lead from the patient and it was confirmed that there was no tissue stuck in the lead helix, and the lead was found to be working appropriately upon physician examination. The lead was re-implanted and connected to the device, and upon testing it was found to exhibit failure to capture again, event after repositioning the lead. The lead was subsequently explanted and replaced, and the new lead exhibited in-range parameters. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed two setscrew marks in the wrong location on the terminal pin, more proximal than expected. Cuts were also observed in the outer insulation approximately 530-540 mm. The outer coils were deformed/bent with tool marks, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead exhibited failure to capture after being implanted. The patient experienced asystole and syncope as a result. The device was interrogated and the failure to capture was confirmed. The physician decided to re-open the device pocket to disconnect the lead from the device and perform testing, however, failure to capture was still observed. The physician then removed the lead from the patient and it was confirmed that there was no tissue stuck in the lead helix, and the lead was found to be working appropriately upon physician examination. The lead was re-implanted and connected to the device, and upon testing it was found to exhibit failure to capture again, event after repositioning the lead. The lead was subsequently explanted and replaced, and the new lead exhibited in-range parameters. No additional adverse patient effects were reported. The lead was returned for analysis.